Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on 10/15/2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
Customer's wife is calling on behalf of the customer. She states her husband feels well. The customer states the meter is giving an e-5 error message. Customer's wife disclosed that the test strips have been stored in the bathroom. Customer's wife states the error message appears the after the sample is applied. Customer's wife confirms her husband is using the proper testing technique.